Event description:
It was reported that the patient passed away. The patient was hit by a car while crossing the street. Per the mother, the death was not seizure related and the patient was doing well with the vns prior to this event. However, follow up with the physician could not confirm the relationship of the death to vns, as no information was known besides the fact that the patient was hit by a car. The patient's device has not been returned to the manufacturer.

Event description:
According to the coroner, the cause of death was &#34;mulitple body trauma&#34; secondary to being struck by a vehicle while attempting to cross a state highway. The coroner reported that the death has been ruled as ¿accidental¿ since it is believed that the vns patient was merely trying to cross the highway when she was struck by a vehicle. No autopsy was performed, and the vns was not explanted prior to burial.